Event description:
The lay user/patient's wife contacted lifescan (lfs) another country on february 23, 2007 and alleged that the patient's one touch ultra meter was reading inaccurately high. Lfs another country was unable to reach the reporter for further information. The wife had reported that the meter "has not been working since seven days earlier." The patient no longer has the meter and the reporter did not have any test strips or control solution with her at the time of the call. The patient's diabetes medication regimen consisted of 1 metformin tablet taken at 8am, 1pm, 6pm, and 10pm daily. On the date of event, at approximately, the patient had low blood glucose symptoms (sweaty, shaky,and weak). It is not known if the patient had tested on the reported meter at this time. The patient went to the doctor's office and was tested on the doctor's meter with a result of 1.2 mmol/l. Ememrgency services were called immediately and the patient was given "400 mils of aspirin as he has a heart condition" and was placed on oxygen. He was taken to the hospital and arrived there around 5pm. At the hospital, the patient was given a glucose drink (not known if he was tested on a hospital device at this time). Later at 6:30 pm, his reading on the hospital meter was 4.2 mmol/l, at 7:30pm, it was 5.4 mmol/l, and at 8:45pm, it was 5.3 mmol/l. He was discharged at 9:30pm. It is not known if his diabetes medication regimen was changed after release from the hospital. The wife had also reported a result of 14.1 mmol/l on the subject meter and compared it to a result of 5.2 on the doctor's meter, performed between 10-30 minutes. It is unclear as to when (date/time) these tests were performed. The unit of measurement and the results in the meter's memory could not be confirmed since the patient does not have the meter any more. However, the patient's testing technique was reviewed to be correct and the puncture area was also cleaned properly. It would have been helpful to know the information regarding events prior to the patient experiencing the symptoms (such as previous blood glucose results, medications and food taken/withheld, if patient administered self-care, other health conditions, hospital device results, etc.). Although there is insufficient information provided regarding events preceding the symptoms experienced, this complaint is reported because the reporter alleged that the subject meter was reading inaccurately high and at sometime the patient was treated by medical professionsl for hypoglycemia.